Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the leaking bending cover and also found the insulation resistance at the tip is out of standards due to the bending cover perforation. There is damaged to the circuit board unit, the light guide lens is broken, there is corrosion at the connector and the connecting tube is crumpled. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the subject device bending cover was leaking during preparation for use. The subject device was returned for repair. The olympus service center found the coating at the connecting tube was peeled off and this is a reportable event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the results of investigation, the presumed cause was the following: physical stress such as scratching/ striking the insertion section. Chemical stress by deviating from the instructions for use (IFU) (reprocessing manual) stress by storing devices in poor circumstances such as in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays. The IFU (operation manual) warns regarding applying external stress to insertion section as follows: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The IFU (reprocessing manual) warns against deviation from the reprocessing instructions as follows: "for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found." The IFU (reprocessing manual) warns on storing devices in poor circumstances, as follows: "the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.